Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger was unable to recognize a battery, the charger returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger fails due to functional issue.